Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 4 years 7 months post implant of this aortic bioprosthetic valve, the device was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to endocarditis and paravalvular leak (pvl). The organism was identified as enterococcal bacteremia. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.